Manufacturer narrative:
Device evaluated by MFR: unit returned in a generic plastic bag. The unit returned has the wire damaged, as part of overall visual revision.the guidewire returned together with a torque device attached to its body.the guidewire returned separated in two sections. One of them measured approximately 152 cm from the distal end; the another section measured approximately 51.5 cm from the proximal end. The separated distal section showed kinks approximately at 0.5 cm, 132 cm, 138 cm and 142 cm from the distal end. The separated proximal section showed kinks approximately at 31 cm and 49 cm from the proximal end. The distal tip was bent.

Event description:
It was reported that guidewire detachment occurred. A 0.014in x 205cm transend ex soft tip guidewire was advanced for treatment. However, during procedure, it was noted that the portion of the wire broke outside the patient's body. It was noticed when they pulled the catheter back and the end of the wire stayed with the catheter. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Event description:
It was reported that guidewire detachment occurred. A 0.014in x 205cm transend ex soft tip guidewire was advanced for treatment. However, during procedure, it was noted that the portion of the wire broke outside the patient's body. It was noticed when they pulled the catheter back and the end of the wire stayed with the catheter. The procedure was completed with a different device. There were no patient complications nor injuries reported.